Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("one of the coils had migrated and punctured the peritoneum/migration of essure device location of device: 1, 1 posterior cul-de-sac peritoneum./the other coil missing"), peritoneal perforation ("one of the coils had migrated and punctured the peritoneum"), uterine perforation ("essure coil perforating the uterus") and pregnancy with contraceptive device ("pregnancy (with complications") in a 34-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multi gravida (total number of pregnancies: 5) and parity 4 (live births: 4 ((B)(6) 1996, (B)(6) 2006, (B)(6) 2007, (B)(6) 2014).). Previously administered products included for an unreported indication: zofran. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2013, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 3 years 4 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), peritoneal perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("excessive and abnormal bleeding during menstruation"), pelvic pain ("chronic pelvic pain"), dyspareunia ("painful intercourse") and dysmenorrhoea ("dysmenorrhea cramping),"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy and laparoscopic vaginal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, peritoneal perforation, uterine perforation, pregnancy with contraceptive device, abdominal pain, pelvic pain, dyspareunia and dysmenorrhoea had not resolved and the menorrhagia outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 4. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, peritoneal perforation, pregnancy with contraceptive device and uterine perforation to be related to essure. The reporter commented: she allege that essure caused birth defects: yes. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on an unknown date: incidental note is made of bilateral in the pelvis consistent with essure fallopian tubal blockage devices. A left pelvic density probably represents a phlebolith but there are no prior studies for verification. Identifiable are densities consistent with bilateral essure fallopian tubal blockage devices.. Hysterosalpingogram - on :(B)(6) 2010 total bilateral occlusion. Nuclear magnetic resonance imaging - on (B)(6) 2010: the right and left ovaries measure approximately 3.0 cm in maximal dimension, with multiple small follicles. Impression: bilateral tubal occlusion, status post essure endotubal stent placement. No evidence of contrast spillage into the peritoneal cavity.. Pathology test - on (B)(6) 2017: gross description: the container is labeled "essure coil". Received in formalin is an 8 cm in length, partially un-coiled metallic wire with attached soft tissue. The container is labeled uterus, cervix, bilateral fallopian tubes and essure coil. Received in formalin is an 85 g previously opened uterus with attached bilateral fallopian tube segments the uterus is 3.5 x 3 cm. The exocervix is smooth to wrinkled tan white to pink. The endocervix is tan-white to red-brown mucoid filled cyst present. The uterine body is 5 x 4.5 x 4 cm and has a smooth tan-brown surface. The myometrium is 1 mm. Right fallopian tube segment is 2 cm and when sectioned contains a metallic wire. The left fallopian tube segment is 2.2 x 0.5 cm no wire is present. The shorter 2 x 0.3 cm and the longer 3 x 0.3 cm representative sections are submitted: cassette 1-serosa, cassette 2-cervix, cassette 3-lower body, cassette 4 through 6-uterine body, cassette 7-segment of fallopian tube with wire, cassette 8-segment of fallopian tube without wire, cassette 9-loose short fallopian tube segment, cassette 10-loose long fallopian tube segment.. Ultrasound scan - on an unknown date: essure coil perforating the uterus and the other coil missing. Concerning injuries reported in this case the following one/ones were described in patient medical records : uterine perforation. Most recent follow-up information incorporated above includes: on 25-jan-2019: pfs+mr received: events essure coil perforating the uterus, dysmenorrhea cramping), device ineffective, pregnancy (with complications) were added. Lab data, medical history added. Reporter details added. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("one of the coils had migrated and punctured the peritoneum/migration of essure device location of device: 1, 1 posterior cul-de-sac peritoneum./the other coil missing"), peritoneal perforation ("one of the coils had migrated and punctured the peritoneum"), uterine perforation ("essure coil perforating the uterus") and pregnancy with contraceptive device ("pregnancy (with complications)") in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multi gravida (total number of pregnancies: 5), parity 4 (live births: 4 (B)(6)1996, (B)(6)2006, (B)(6)2007, (B)(6)2014).), complication of pregnancy and anxiety from (B)(6)2015 to (B)(6)2018. Previously administered products included for an unreported indication: depo provera from 1996 to may 2010 and zofran. On (B)(6)2010, the patient had essure inserted. In (B)(6)2010, the patient experienced pelvic pain ("chronic pelvic pain") and dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"). In (B)(6)2010, the patient experienced dysmenorrhoea ("dysmenorrhea cramping),"). In (B)(6)2013, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 3 years 5 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), peritoneal perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and menorrhagia ("excessive and abnormal bleeding during menstruation"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy and laparoscopic vaginal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6)2017. At the time of the report, the device dislocation, peritoneal perforation, uterine perforation, pregnancy with contraceptive device, abdominal pain, pelvic pain and dysmenorrhoea had not resolved, the menorrhagia outcome was unknown and the dyspareunia had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 4. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth of multiple neonates with no information on the children's' health. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, peritoneal perforation, pregnancy with contraceptive device and uterine perforation to be related to essure. The reporter commented: she allege that essure caused birth defects: yes. Patient had pregnancy with outcome live birth with complication. (B)(6)2013) diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on an unknown date: incidental note is made of bilateral in the pelvis consistent with essure fallopian tubal blockage devices. A left pelvic density probably represents a phlebolith but there are no prior studies for verification. Identifiable are densities consistent with bilateral essure fallopian tubal blockage devices.. Hysterosalpingogram - on (B)(6)2010: total bilateral occlusion. Nuclear magnetic resonance imaging - on (B)(6)2010: the right and left ovaries measure approximately 3.0 cm in maximal dimension, with multiple small follicles. Impression: bilateral tubal occlusion, status post essure endothal stent placement. No evidence of contrast spillage into the peritoneal cavity.. Pathology test - on (B)(6)2017: gross description: the container is labeled "essure coil". Received in formalin is an 8 cm in length, partially un-coiled metallic wire with attached soft tissue. The container is labeled uterus, cervix, bilateral fallopian tubes and essure coil. Received in formalin is an 85 g previously opened uterus with attached bilateral fallopian tube segments the uterus is 3.5 x 3 cm. The exocervix is smooth to wrinkled tan white to pink. The endocervix is tan-white to red-brown mucoid filled cyst present. The uterine body is 5 x 4.5 x 4 cm and has a smooth tan-brown surface. The myometrium is 1 mm. Right fallopian tube segment is 2 cm and when sectioned contains a metallic wire. The left fallopian tube segment is 2.2 x 0.5 cm no wire is present. The shorter 2 x 0.3 cm and the longer 3 x 0.3 cm representative sections are submitted: cassette 1-serosa, cassette 2-cervix, cassette 3-lower body, cassette 4 through 6-uterine body, cassette 7-segment of fallopian tube with wire, cassette 8-segment of fallopian tube without wire, cassette 9-loose short fallopian tube segment, cassette 10-loose long fallopian tube segment.. Ultrasound scan - on an unknown date: essure coil perforating the uterus and the other coil missing. Concerning injuries reported in this case the following one/ones were described in patient medical records : uterine perforation. Most recent follow-up information incorporated above includes: on 5-feb-2019: plaintiff fact sheet received : outcome of event painful intercourse/ dyspareunia (painful sexual intercourse) was updated from not recovered / not resolved to recovered / resolved. Reporter information updated. Product indication updated. Medical history was updated. Historical drug was added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("one of the coils had migrated and punctured the peritoneum") and peritoneal perforation ("one of the coils had migrated and punctured the peritoneum") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), peritoneal perforation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("excessive and abnormal bleeding during menstruation"), pelvic pain ("chronic pelvic pain") and dyspareunia ("painful intercourse"). The patient was treated with surgery (laparoscopic vaginal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, peritoneal perforation, abdominal pain, menorrhagia, pelvic pain and dyspareunia outcome was unknown. The reporter considered abdominal pain, device dislocation, dyspareunia, menorrhagia, pelvic pain and peritoneal perforation to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report